Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single pt that were generated by the unicel dxl 800 access instrument. The initial accu tnl result was 3.33ng/ml. The result was reported out of the lab. The customer re-centrifuged the pt original sample and re-tested for accu tnl. The result was 2.51ng/ml. The customer tested the pt sample on another instrument in their lab and the result was 0.12ng/ml. The pt sample was re-peated 2nd time on the unicel dxl 800 access instrument. The accu tnl result was 0.17ng/ml. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.